Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. C61992) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), amnesia ("loss of memory"), insomnia ("loss of sleep"), aphasia ("difficulty finding my words"), tendon pain ("pain in tendons"), arthralgia ("pain in joints"), monoparesis ("inability to use my left arm"), tendon rupture ("unexplained fissure in elbow tendon") and pain in extremity ("pain under the right foot"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, amnesia, insomnia, aphasia, tendon pain, arthralgia, monoparesis, tendon rupture or pain in extremity. The reporter commented: injection of platelet-rich plasma (prp) with healing of the fissure. Patient¿s current status: I can no longer perform certain movements with my left arm, and I can no longer ride my motorcycle, no more hiking, no more sports activity (running, fitness) continuous severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Batch no~c61992 production date~2014-06-02~expiration date~2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. C61992) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), amnesia ("loss of memory"), insomnia ("loss of sleep"), aphasia ("difficulty finding my words"), tendon pain ("pain in tendons"), arthralgia ("pain in joints"), monoparesis ("inability to use my left arm"), tendon rupture ("unexplained fissure in elbow tendon") and pain in extremity ("pain under the right foot"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, amnesia, insomnia, aphasia, tendon pain, arthralgia, monoparesis, tendon rupture or pain in extremity. The reporter commented: injection of platelet-rich plasma (prp) with healing of the fissure. Patient¿s current status: I can no longer perform certain movements with my left arm, and I can no longer ride my motorcycle, no more hiking, no more sports activity (running, fitness) continuous severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.